Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Additional information has been requested. (B)(4).

Event description:
A surgeon reported that during and intraocular lens (iol) implant procedure, the patient's posterior capsule broke, the lens cracked and there was an inverted iol insertion. Additional information has been requested.

Manufacturer narrative:
Product evaluation: the customer indicated the use of an unspecified cartridge and an unspecified handpiece. It is unknown if qualified products were used. The iol model is only qualified for use in two specified cartridges. Two viscoelastics were indicated, only one is qualified for this lens with the qualified cartridge combinations. The product investigation could not identify a root cause for the reported complaint. Not enough information was provided from the account for further investigation. Based on information received following submission of the initial report, this event does not meet criteria for reporting as a serious injury. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that during and intraocular lens (iol) implant procedure, the patient's posterior capsule broke, the lens cracked and there was an inverted iol insertion. Additional information received indicating another surgeon was supervising during the procedure and advised the surgical technique and utilization of a capsular tension ring to help stabilize, however the surgeon broke the posterior capsule bag after application of downward pressure to crack the patient¿s natural lens during phaco. The majority of the remaining lens was removed, however the capsular tension ring caused more issues as it trapped the cortex. The surgeon decided to use an anterior chamber iol due to a partial posterior capsule break. The supervising surgeon made a calculation based on variation of lens constant between the original iol that was planned and the anterior chamber lens and made adjustment mentally. The supervising surgeon took over the procedure with the original surgeon now assisting. The iol was being inserted, however the trailing haptic was twisted and caused the entire iol to invert and nearly fall into the posterior segment. The trailing haptic was trapped by the plunger and prevented the iol from falling. The original surgeon assisted by maneuvering the iol via side ports. The iol was implanted in an inverted state. The senior surgeon now operating managed a partial bag and partial sulcus implantation. The procedure was completed and the wound was sutured.